Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 1.29 mcg/day) via an implantable infusion pump. It was reported that the patient's pump had been flipping, which required a revision. During the surgery, it was noted that the catheter was twisted and damaged, and was replaced. The issue was considered resolved. The patient's weight was not available. The patient's status at the time of the report was alive - no injury. No further complications were reported.